Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse in the neonatal intensive care unit (nicu) has arctic sun device alerting low flow. Patient has been on therapy for a couple days and would begin rewarming this evening. Current patient temperature was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.5c, flow rate (fr) was 0.9lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 31 percentage. Had nurse disconnect the pad, rotate the connector, and reconnect the pad. Made sure tubing was straight and not kinked anywhere. Flow rate (fr) was 0.9-1lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31percentage, heater command was 0 percentage. Explained to nurse when the flow rate dropped below 1 l/min, the heater capacity diminishes. When the flow rate dropped below 0.5 l/min, the heater turned off. This was an adequate flow rate for a neonate pad, suggested to monitor flow rate (fr) in case it drops. Suggested to call back if device alerts or flow rate (fr) dropped.

Event description:
It was reported that the nurse in the neonatal intensive care unit (nicu) has arctic sun device alerting low flow. Patient has been on therapy for a couple days and would begin rewarming this evening. Current patient temperature was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 32.5c, flow rate (fr) was 0.9lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 31 percentage. Had nurse disconnect the pad, rotate the connector, and reconnect the pad. Made sure tubing was straight and not kinked anywhere. Flow rate (fr) was 0.9-1lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31percentage, heater command was 0 percentage. Explained to nurse when the flow rate dropped below 1 l/min, the heater capacity diminishes. When the flow rate dropped below 0.5 l/min, the heater turned off. This was an adequate flow rate for a neonate pad, suggested to monitor flow rate (fr) in case it drops. Suggested to call back if device alerts or flow rate (fr) dropped. Per follow up information received via task on 12aug2025, it was reported that they received assistance during a technical support call regarding a low flow alert. The representative walked through how to check the tubing to ensure that no kinks were present. After performing the check, the flow rate went back up to 0.9lpm. Patient was able to complete therapy. No patient impact was reported.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.